Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h4, h6, h7, h9, h11 corrected fields: h6 (component code) the actual device was not returned, however three devices from the same lot number were returned to olympus for inspection. The reported event was not confirmed. The returned devices presented no abnormalities. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a therapeutic colonoscopy the device got completely stuck when it was supposed to be ¿released in the final step". The patient was awake and there was a procedural delay. The end user had to cut the sling under the handle and then cut the loop with a loop cutter. There was no damage to the intestinal wall or impact on the patient. However, they reported having to leave the polyp for a later stage as they had been working for a long time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.